Event description:
A consumer reported that flashes and flickers were noticed in vision after having an intraocular lens (iol) implanted. The lens was exchanged for another unknown iol, and the flashes and flickers are still noticed. The reporter did not provide any contact information or surgeon information; therefore, follow up was not able to be conducted.

Manufacturer narrative:
No sample device was returned. Complaint history and product history record could not be reviewed because the reporting consumer did not provide a valid lot number or any identification traceable to the manufacturing documentation. The root cause has not been identified. The reporter did not provide any contact information or surgeon information; therefore, follow up was not able to be conducted. (B)(4).